Event description:
A report was received that the patient's ipg had migrated south. The pocket site is painful and the patient sits on the ipg. The physician plans to revise the ipg, no malfunction is suspected.

Event description:
A report was received that the patient's ipg had migrated south. The pocket site is painful and the patient sits on the ipg. The physician plans to revise the ipg, no malfunction is suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to ipg migration, which was confirmed by x ray. The patient is reportedly doing well following the revision. The explanted ipg passed visual, electrical and performance tests done. The possibility that electrical leakage could cause pain in the patient's pocket site was investigated and no anomalies were noted. The device exhibits normal device characteristics.